Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone that the customer experienced high blood glucose and pump is not working. The customer's blood glucose ranged between 325mg/dl-380mg/dl. The customer ended up hospitalized due high blood glucose. Will send customer tubing clamps, so high pressure test can be performed.